Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose reading of 40 mg/dl but the sensor did not catch it. Customer stated that the sensor was reading a value of 130 even though he calibrated. Customer was advised that they could do troubleshooting for the sensor glucose and blood glucose difference in readings. Customer was advised that there can be a number of causes for the sensor reading inaccurately. Customer stated that he already changed the sensor, so no troubleshooting was done.